Event description:
I had covid symptoms, as did my whole family. Previous tests were negative but we tested again, because we were on days 3 and 4 so approaching the time limit for paxlovid. I got a faint positive flowflex test (in white packaging), so I tested again. I got a faint positive again. Everyone else in my family tested negative despite my kid being sicker than me. Because my sister had two false positives with the same kind of test two weeks ago, I was suspicious. I used a binax test, which came up negative. I also scheduled a test to treat appointment to confirm, and get paxlovid if I was positive because I'm high risk. The healthcare provider did a pcr test, which was negative. It appears both flowflex tests were false positives. Two faint positives, that were false positives. Model/catalog/UDI number: unsure, see label picture. FDA safety report ID# (B)(4).